Manufacturer narrative:
To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a bladder resection in order to remove a tumor, storz equipment was being used with ft10 generator. When trying to resect the tumor, a hole was cut in the bladder. A foley was placed and the patient's hospital stay was not extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.